Event description:
Snare was placed down endoscopic retrograde cholangiopancreatographic (ercp) scope to retrieve stent. When attempting to open snare, the snare came out of the top of the snare by the handle. Snare was then removed and another snare was opened and used the remainder of the procedure without difficulty. Manufacturer response for polypectomy snare, sensation short throw small 13mm (per site reporter)medical equipment failure reported to (B)(4). Arrangements made to send equipment failure back to manufacturer.